Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unk - screws: expedium verse/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, while inserting the correction cover screw, the thread in the tulip of the exp verse screw jammed and destroyed the thread in the tulip which was left in the situs. Since the thread of the exp verse screw was defective after this action, a new screw could no longer be inserted to fix the rod and lock the polyaxial screw. The screw was not removed or replaced. The event occurred during locking of the last exp verse screw and the screw remains unoccupied. Procedure was completed successfully with ten(10) minutes of surgical delay. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown) unknown insertion instrument (part# unknown, lot# unknown, quantity unknown) unknown polyaxial screw (part# unknown, lot # unknown, quantity unknown) this report is for one (1) unk - screws: expedium verse. This is report 1 of 1 for complaint (B)(4).